Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two leads implanted with the same lot number. It was reported, the pt is not receiving effective stimulation. An sjm rep met with the pt and lead diagnostics showed multiple low impedances. Reprogramming was unable to resolve the issue. The pt is working with her physician to determine the next course of action.